Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask while performing pd therapy. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics, intraperitoneally (doses and frequencies were not reported). Seventeen days after onset, the patient completed the antibiotic treatment. On unreported dates, the patient was recovered from the peritonitis and the patient was retrained on proper aseptic technique. It was not reported if pd therapy was ongoing. No additional information is available.